Event description:
The account alleges the brake casters are not holding. No injury reported.

Manufacturer narrative:
The account found the central brake and steer white bushing busted causing the hex rod to pull out of the head left brake caster. No further information is available on the repair of the bed at this time.